Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the issue occurred during the system start up in the morning. Since the system does not start up, the system was not available for patient use. It was reported that the system would not power up. Upon further inspection, philips field service engineer (fse) checked and confirmed the issue with flex vision pc. Fse reset the flex vision and full power was restored. After the flex vision power restore, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not power up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.